Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient was in a head on collision on (B)(6) 2013. The patient¿s implantable neurostimulator (ins) was reported to be implanted in the front where the seat belt was located. It was reported the patient felt like his insides were ripped when the accident occurred. Since the accident, the patient had swelling around the ins, hip pain, and felt like the leads may have migrated. Prior to the accident, it was reported stimulation was covering the patient¿s right testicle and the adrenal nerve. After the accident, the patient felt stimulation shooting down his thigh, and like the stimulation was stuttering. Additional information received reported that since the accident, the patient felt his wires were loose and that the seat belt may have compromised the integrity of the device. Additional information received reported the patient experienced a loss of therapeutic effect and intermittent stimulation. It was reported the patient¿s baseline pain increased and that the patient was in constant sharp, pain. It was getting hard for the patient to move around and the patient could tell that one of the wires was not working. It was reported that during the accident, the seat belt was under the ins and ¿pulled up.¿ the patient wondered if the leads had moved or dislodged. It was reported the patient did not have a managing pain physician, but had an appointment with his primary physician on (B)(6) 2013. It was reported the manufacturer representative would be at the appointment thursday. Additional information has been requested, but was not available as of the date of this report.